Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the constant t wave oversensing was observed on confirm device. The recommended programming changes were not made as the patient was not scheduled for clinic visit. The patient was stable.